Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in emergency room and hospitalized due to hyperglycemiaon unknown date. The customer¿s blood glucose level was 591 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Insulin pump was not working. Customer alleged that insulin pump was under delivering. The insulin pump was exposed to high magnetic fields. The insulin pump received insulin flow block alarms before high blood glucose event. Customer stated that they performed displacement test and insulin pump passed it. The device will not be returned for analysis.